Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.10. The product was not returned. Two photos were provided of what appears to be the lens in the eye. There appears to be a scratch/mark near the edge of the optic. The final determination cannot be determined based on available information. A video was provided. The video started with the lens already implanted in the eye. The lens was positioned with metal instruments. There appeared to be a scratch/mark on the posterior surface near the edge. A determination for the cause of the mark cannot be made because the lens and cartridge preparation and lens delivery were not shown. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. Based on our observation of the attached photos and video, the lens is scratched. It is difficult to make a final determination without evaluation of the physical sample. The root cause cannot be determined based on available information. Associated products were not provided. It is unknown if qualified products were used. The IFU (instructions for use) instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Follow up attempts were made. No further information has been provided at this time. File will be reopened when new information or the product is received. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, scratch was found to be on lens during surgery. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).